Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo sheath and a hemostatic valve dislodged issue was observed. After flushing and inserting the vizigo sheath, physician detected a leak on the vizigo sheath. The vizigo sheath was replaced. There was no patient consequence. Additional information was received which indicated that the section where the leakage issue was observed was the hemostatic valve. The hemostatic valve dislodged outside the hub. The sheath was not being used on the patient. No air entered the patient¿s body. No patient consequence.

Manufacturer narrative:
The investigation was completed on 04-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000613 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).